Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned for evaluation, as it remained implanted. Based on the available information, the root cause of the event was likely due to patient related factors and the progression of the patient's underlying valvular disease pathology. A manufacturing defect was not identified. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of article "the use of adenosine to enable safe implantation of transcatheter tricuspid valve degenerated mitral bioprosthesis" authors vicki zeniou et al, edwards learned about the following event: a (B)(6) female patient with a 29 mm pericardial valve implanted in the tricuspid position at (B)(6), underwent a valve in valve procedure after an implant duration of approximately eight (8) years due to significant stenosis and severe regurgitation. A 29 mm transcatheter valve was implanted. As reported, recovery was immediate and postprocedural course was uneventful. Echocardiographic follow-up of the patient a year after the procedure showed good global systolic function.